Event description:
Per the clinic, the patient experienced an infection and subsequent abscess around the implant site. The patient underwent a surgical procedure (date not reported) to excise infected tissue, and oral antibiotics were prescribed. The implanted device remains.

Manufacturer narrative:
Implanted device remains.